Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device damaged following the cleaning process at the facility: they got rusted. After several cleanings, the rust/dirty on the products does not remove. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the quickset ace grater head found general corrosion at the surface. No other issues were identified. Where corrosion/oxidation is identified around the cutting surface of the device, alongside damage consistent with normal wear, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. Therefore, the potential cause of the observed corrosion/oxidation is consistent with the device reaching the end of its useful life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of quickset ace grater head would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code a0109 (january, 2009) provided is not a valid finished goods lot# h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the device damaged following the cleaning process at the facility: they got rusted. After several cleaning's, the rust/dirty on the products does not remove." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that device 244000563, quickset ace grater head 63mm had traces of foreign substance, but it is not possible to confirm that the device was rusted based on available evidence. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 244000563, quickset ace grater head 63mm would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
The device damaged following the cleaning process at the facility: they got rusted. After several cleanings, the rust/dirt on the products does not remove.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - impact code.

Event description:
Additional information received. Was there any patient consequence related to the event? No. Was there any surgical delay related to the event? Yes, time needed to open a secon d kit.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, "the device damaged following the cleaning process at the facility: they got rusted. After several cleanings, the rust/dirty on the products does not remove." The product was not returned to depuy synthes, however photos were provided for review. See attachment (depuy23-70 pictures). The photo investigation revealed that device 244000563, quickset ace grater head 63mm had traces of foreign substance, but it is not possible to confirm that the device was rusted based on available evidence. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 244000563, quickset ace grater head 63mm would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.